Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a month of implant, the patient experienced inappropriate shocks, and the right ventricular (rv) lead exhibited t-wave oversensing (twos) and short v-v intervals. It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, and it was determined that the right ventricular (rv) lead had dislodged, pulling back into the atrium and causing the ffrw. The physician attempted to reposition the lead, but was unable to fully extend the helix. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleeve head and would not extend or retract within specification at time of analysis. If information is provided in the future, a supplemental report will be issued.